Event description:
It was reported following a percutaneous procedure, a 6f angio-seal vip was used. After 4 hours, the patient experienced bleeding from the puncture site. Surgical intervention was required to stop the bleeding. The patient was taking anti-coagulants, type and dose unknown.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.